Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-jan-2023. H6: investigation summary: bd received a 24 gauge insyte autoguard device from lot 1130355 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the device appeared to have been used. Next, a water/air leak test was performed on the device to check for any possible leakage. The leak test failed showing a leak in the tubing about 1/3 of the way down from the catheter adapter. Upon microscopic inspection of the returned unit, it was found that the catheter wall has been damaged. Due to the location and the form of the damage, it was very unlikely that the damage occurred during the manufacturing process. The cannula appeared to have speared through the catheter tubing and cause a rounded cut like the one observed if the tubing was pierced by the needle bevel side first. The skiving around the hole in the tubing also indicated that the needle caused the observed damage. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. A spear through may originate during use or during the manufacturing of the device. However, as the device has been used, and media was visible on the catheter, it was unlikely that the damage originated during the manufacturing process as the needle would be received pierced through the wall making a y with the catheter tubing. This would make venipuncture of the catheter tubing extremely difficult. During application, damage to the catheter tubing may occur by moving the cannula up and down the catheter tubing and accidentally piercing through the tubing. H3 other text : see h10.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: water leak from the side of cannula.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: water leak from the side of cannula.